Manufacturer narrative:
No product will be returned per customer. The customer complaint could not be confirmed because the product was discarded and not returned for failure investigation. The root cause of this failure was not identified.

Event description:
The customer reported a leak at the pumping segment while infusing chemotherapy in the chemo infusion center. There was no harm reported as a result of the leak.